Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-nov-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 2mg/ml at 0.1mgday. It was reported that the patient reported that she was seen in the clinic approximately one month prior to this report for routine pump management. At that appointment, the patient had reported increased pain. The patient later had a catheter access study. The patient was unsure of the date. The physician was unable to aspirate cerebrospinal fluid (csf), which confirmed there was an obstruction in the catheter. Environmental, external, or patient factors that may have led or contributed to the issue were unknown. The patient was taken to the operating room (or) on (B)(6) 2025 for a planned catheter revision with a prophylactic pump replacement to prevent her from having a second surgery in a little over a year. The current elective replacement indicator (eri) was less than 25 months. There were no allegations regarding the pump. The physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. After exposing the pump, the physician removed it from the pocket and attempted to aspirate from the catheter access port (cap) but had no return of csf. The physician then proceeded to remove the proximal segment of the catheter, but still did not see any freely dripping csf from the spinal segment. At this time, the physician decided to open up the midline lumbar incision and dissected down to the existing anchor and spinal segment. The physician then cut the catheter beneath the anchor and noted freely dripping csf from the spinal segment. 49cm was removed and discarded from the previously existing catheter. At this time, he was given an 8784 proximal segment revision kit. The new proximal segment (73.7 cm) was tunneled from the pump pocket to the existing spinal segment. A collet was used to reconnect the two pieces. The new pump was then attached to the new proximal segment. The physician then aspirated from the cap before and after placing the pump back within the existing pump pocket with positive return of csf. The issue was resolved. The exact cause of the catheter obstruction was not determined. The new catheter had 37.4cm of spinal segment, 73.7cm of proximal segment, for an implanted length of 111.1cm and a volume of 0.251ml.